Manufacturer narrative:
(B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Event description:
According to the reporter, during a liver resection, the device stopped firing after firing 2cm, with two different reloads. The surgeon stated that the knife retracted on its own and that the grey button was not touched. The third reload operated properly. No patient injured, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, nothing fell into cavity, no reinforcement material used.